Event description:
Following treatment with juvederm ultra plus, a vascular compression occurred. Follow-up findings diagnosis noted as "self-limited vascular accident." No infection. Resolving through secondary healing. Treatments given IV antibiotics and debridement of the tissue. Additional follow up finding note the location of vascular event: "left alar side wall", necrosis site; "of area of skin, cartilage and muscle intact". Topical bactroban and polysporin ointment were also noted as additional prescription. The physician has stated that the patient is healing well.

Manufacturer narrative:
(B)(4). Please note corneal industrie is awaiting assignment of FDA registration number. Device evaluation summary: the documentary review in the batch file shows all manufacturing steps and all physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle, extrusion force test) are registered as conforming to specifications.